Event description:
It was reported that pulse generator measured data showed a -data not read- message. The device was programmed vvi at 60 pulses per minute, and elective replacement indicator (eri) had not been tripped. Previous measured data in 2009 was 2.53 v, 6 ua and 17.8 kohms with an estimated 0.5 years remaining longevity. The patient would be monitored and eri was expected to occur normally.

Manufacturer narrative:
No medwatch form was received.